Manufacturer narrative:
The device remains implanted and is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
(B)(6), the core lab for the open study, has identified one new stent fracture - a grade ii, mid-stent fracture on the 24-month x-ray exam for this patient.  There was also ¿interval change-instent stenosis. Abn.psv+waveforms prox to stent suggestive of stenosis out of view. Tl psvr n/a-no normal prox. Segment. Stenosis instent called on elev.psv,image+correlatin g factors.  In addition, 2 weeks after the index procedure that patient had a hematoma of the right groin. Treatment include ¿pressure was applied, head of bed flat, 10lb sandbag to area.¿  approximately 3 months later, popliteal stenosis was identified, an occlusion of the left outflow system.  The patient had moderate to severe lifestyle limiting claudication with numbness of his lower extremity.   The target lesion was a 100% occluded lesion in the mid sfa of 110mm in length in a 5.0mm vessel diameter with moderate calcification.  The lesion was pre-dilated with a 6x100 balloon at 6 atmospheres (atm).  A 6x150mm flexstent was successfully deployed at the target site. The residual diameter stenosis measured 10%.   Post-dilatation was performed with the same balloon at 7 atm.   X-ray of stent 11 months after the index showed no fracture of stents and duplex ultrasound showed no occlusion of the target vessel.  During the 4-6 month followup, an x-ray taken showed ¿no strut fractures are identified.¿  duplex ultrasound during the same period showed no occlusion and the exam showed patent stent.   During the 5-12 month follow up duplex ultrasound showed ¿there is abnormal monophasic flow identified other areas of hemodynamically significant stenosis¿ and the target vessel was occluded.  There was 50-99% stenosis in the 0-5% and 5-10cmdistal to the proximal edge stenosis category.  The study stent was patent.  There was also ¿interval change-instent stenosis. Abn.psv+waveforms prox to stent suggestive of stenosis out of view. Tl psvr n/a-no normal prox. Segment. Stenosis instent called on elev.psv,image+correlatin g factors an x-ray performed during the same period indicated ¿no stent fractures are identified in the stent in considered grade 0.¿ duplex ultrasound performed during the 6-24 month period indicated no occlusion and no evidence of disease progression elsewhere.  An additional x-ray performed during the same period indicated ¿no evidence for fracture within the visualized proximal and mid l femur.¿  psvr na - no normal reference segment. Is stenosis called on absolute psv and correlating factors. An additional x-ray showed ¿psvr na - no normal reference segment. Is stenosis called on absolute psv and correlating factors.¿

Manufacturer narrative:
Additional information was received that there was no treatment for this stent fracture. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4), the core lab for the open study, has identified one new stent fracture - a grade ii, mid-stent fracture on the 24-month x-ray exam for this patient. There was also ¿interval change-instent stenosis. Abn.psv+waveforms prox to stent suggestive of stenosis out of view. Tl psvr n/a-no normal prox. Segment. Stenosis instent called on elev.psv, image+correlating factors. In addition, 2 weeks after the index procedure that patient had a hematoma of the right groin. Treatment include ¿pressure was applied, head of bed flat, 10lb sandbag to area.¿ approximately 3 months later, popliteal stenosis was identified, an occlusion of the left outflow system. The patient had moderate to severe lifestyle limiting claudication with numbness of his lower extremity. The target lesion was a 100% occluded lesion in the mid sfa of 110mm in length in a 5.0mm vessel diameter with moderate calcification. The lesion was pre-dilated with a 6x100 balloon at 6 atm (six atmospheres). A 6x150mm flexstent was successfully deployed at the target site. The residual diameter stenosis measured 10%. Post-dilatation was performed with the same balloon at 7 (seven) atm. An x-ray of the stent 11 months after the index showed no fracture of the stents and duplex ultrasound showed no occlusion of the target vessel. During the 4-6 month follow-up, an x-ray taken showed ¿no strut fractures are identified.¿ duplex ultrasound during the same period showed no occlusion and the exam showed patent stent. During the 5-12 month follow up, duplex ultrasound showed ¿there is abnormal monophasic flow identified other areas of hemodynamically significant stenosis¿ and the target vessel was occluded. There was 50-99% stenosis in the 0-5% and 5-10cmdistal to the proximal edge stenosis category. The study stent was patent. There was also ¿interval change-instent stenosis. Abn.psv+waveforms prox to stent suggestive of stenosis out of view. Tl psvr n/a-no normal prox. Segment. Stenosis in-stent called on elev.psv, image+correlating factors. A x-ray performed during the same period indicated ¿no stent fractures are identified in the stent in considered grade 0.¿ duplex ultrasound performed during the 6-24 month period indicated no occlusion and no evidence of disease progression elsewhere. An additional x-ray performed during the same period indicated ¿no evidence for fracture within the visualized proximal and mid l femur.¿ psvr na - no normal reference segment. Is (in-stent) stenosis called on absolute psv and correlating factors. An additional x-ray showed ¿psvr na - no normal reference segment. Is stenosis called on absolute psv and correlating factors.¿ the product remains implanted and was not returned for analysis. A device history record (DHR) review of lot 1409718 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses fractured¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and known multiple factors can contribute to stent fracture in the sfa (superficial femoral artery). The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contribute in this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Peripheral revascularization is necessary to reopen an in-stent restenosis caused by neointimal hyperplasia and the ongoing disease process. Neointimal hyperplasia refers to proliferation and migration of vascular smooth muscle cells primarily in the tunica intima, resulting in the thickening of arterial walls and decreased arterial lumen space. Neointimal hyperplasia is the major cause of restenosis after percutaneous interventions such as stenting or angioplasty. The term neointima is used because the cells in the hyperplastic regions of the vascular wall have histological characteristics of both intima and normal artery cells. Neointimal hyperplasia first develops with damage to the arterial wall, followed by platelet aggregation at site of injury, recruitment of inflammatory cells, proliferation and migration of vascular smooth muscle cells, and collagen deposition. Mechanical injury of arteries due to stretching of arterial walls with a balloon catheter results in the recruitment of cells such as monocytes, macrophages, and neutrophils to the site of injury. Macrophages in particular express many growth factors, cytokines, and enzymes that facilitate vascular smooth muscle cell migration and proliferation. Atherosclerosis is a chronic and progressive condition. In most cases it is not a localized event but is associated with diffuse disease throughout the patient¿s vasculature. The exact cause of atherosclerosis is unknown, and it may be the result of multiple etiologies. Infectious agents, hypertension, hyperlipidemia, and cigarette smoking have been cited as potential causes of atherosclerosis. According to the instructions for use ¿potential hazards and side effects include, but are not limited to: stent structure fracture.¿ the reflex sds delivered a smart flex stent and was used during the open study but was not commercialized. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/ preventive action will be taken at this time.